Manufacturer narrative:
The gore® cardioform septal occluder instructions for use list arrhythmia, such as atrial fibrillation requiring treatment as a potential device- or procedure-related adverse event.

Event description:
It was reported the physician selected a gore® cardioform septal occluder to treat a patent foramen ovale. Following the procedure, the patient developed atrial fibrillation. Treatment was not initially provided. Additional information received noting that the patient is now being treated with antiarrhythmic and anti-coagulation medications.